Manufacturer narrative:
This event should be re-evaluated for MDR reporting, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the socket on the wrench has broken off. Item no longer suitable for surgery. No harm to patient, no delay to surgery. S&n backup used.